Event description:
I have been experiencing numbness and tingling after having dentures in 42 yrs. Had no idea it was caused by denture adhesive. Still have symptoms and recently started having hip and shoulder soreness. Dose or amount: denture cream; frequency: twice daily; route oral. Dates of use: 1990 - 2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced? No.